Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. In one occurrence, the customer's blood glucose (bg) level was reported to be 280 mg/dl. The customer changed the supplies and administered a bolus to address bg levels. It was confirmed that the customer has manual injections available as alternate insulin therapy.